Manufacturer narrative:
(B)(4). Batch #: p91186. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What anatomical structures was device used on when experience bleeding issues? What is the surgeon¿s experience with the device? Was this the initial procedure with the device or was it reprocessed? ¿when it was used, the electrocoagulation time was very short and then automatically converted to electrocision, and the repeated electrocoagulation still automatically converted the mode, which could not achieve satisfactory electrocoagulation hemostatic effect, resulting in bleeding of small blood vessels in multiple wounds.¿ can you provide clarification to what this statement means? What power setting was used on the generator? Were there any generator alert screens? What is the patient¿s current status? Is the product going to be eventually returned from the customer? Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the ultrasonic scalpel was used to electro-coagulate the resected tissue and was expected to provide hemostasis, but when it was used, the electrocoagulation time was very short. Then the device automatically converted to cut mode. This could not achieve satisfactory electrocoagulation hemostatic effect, resulting in bleeding of small blood vessels in multiple wounds. Converted to open surgery to find bleeding wounds and the small blood vessels were ligated. Hemostasis was achieved by electrocoagulation with electrotome. The surgery was completed. No additional information can be provided.